Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received form the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.

Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the esophagus but would not deploy from the delivery system. The clinician pulled the capsule off of the delivery system after removal from the pt. A second capsule was placed without incident. No injury to the pt was reported.